Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A cam02 camino intracranial pressure and temperature monitor had a sensor board failure and error code e2045. The malfunction occurred during setup and was not in contact with a patient. Therefore, there was no injury, no revision or delay as a result of this issue.